Manufacturer narrative:
The electrode belt and the monitor have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2021 while wearing the lifevest. The patient was reportedly at home and fainted prior to passing. Review of the patient's download data revealed that prior to passing, the patient experienced a treatment event consisting of 14 shocks. Seven of the treatments were appropriate treatments, and seven of the treatments were inappropriate treatments. At 12:28:25, the patient received the first treatment from the lifevest. The treatment was inappropriate and was delivered while the patient's rhythm was obscured by CPR and motion artifact. The post-shock rhythm was vt at 150. At 12:28:51, the patient received the second treatment from the lifevest. The treatment was appropriate and was delivered while the patient's rhythm was vt at 140 bpm. The post-shock rhythm was asystole with CPR and motion artifact. At 12:29:15, the patient received the third treatment from the lifevest. The treatment was inappropriate and was delivered while the patient's rhythm was asystole. The post-shock rhythm asystole with motion artifact. At 12:31:53, the patient received the fourth treatment from the lifevest. The treatment was inappropriate and was delivered while the patient's rhythm was asystole with CPR and motion artifact. The post-shock rhythm was asystole for 4 seconds transitioning to vt at 170 bpm with CPR and motion artifact. At 12:32:29, the patient received the fifth treatment from the lifevest. The treatment was appropriate and was delivered while the patient's rhythm was vt at 150 bpm with CPR and motion artifact. The post-shock rhythm was one sinus beat transitioning to CT at 150 bpm with CPR and motion artifact. At 12:33:02, the patient received the sixth treatment from the lifevest. The treatment was appropriate and was delivered while the patient's rhythm was vt at 150 bpm with CPR and motion artifact. The post-shock rhythm was vt at 160 bpm with CPR and motion artifact. At 12:33:32, the patient received the seventh treatment from the lifevest. The treatment was appropriate and was delivered while the patient's rhythm was vt at 170 bpm with CPR and motion artifact. The post-shock rhythm was also vt at 170 bpm with CPR and motion artifact. At 12:34:06, the patient received the eighth treatment from the lifevest. The treatment was appropriate and was delivered while the patient's rhythm was vt at 160 bpm. The post-shock rhythm was also vt at 160 bpm. At 12:35:46, the patient received the ninth treatment from the lifevest. The treatment was appropriate and was delivered while the patient's rhythm was vt at 160 bpm with CPR and motion artifact. The post-shock rhythm was vt at 160 bpm. At 12:36:16, the patient received the tenth treatment from the lifevest. The treatment was appropriate and was delivered while the patient's rhythm was vt at 160 bpm. The post-shock rhythm was vt at 160 bpm degrading to asystole. At 12:36:47, the patient received the eleventh treatment from the lifevest. The treatment was inappropriate and was delivered while the patient's rhythm was asystole with CPR and motion artifact. The post-shock rhythm asystole with CPR and motion artifact. At 12:36:56, the patient received the twelfth treatment from the lifevest. The treatment was inappropriate and was delivered while the patient's rhythm was asystole with motion artifact. The post-shock rhythm asystole with motion artifact. At 12:54:11, the patient received the thirteenth treatment from the lifevest. The treatment was inappropriate and was delivered while the patient's rhythm was asystole with CPR and motion artifact. The post-shock rhythm asystole with CPR and motion artifact. At 12:54:37, the patient received the fourteenth treatment from the lifevest. The treatment was inappropriate and was delivered while the patient's rhythm was asystole with CPR and motion artifact. The post-shock rhythm asystole with CPR and motion artifact. Oversensing of cardiac signal and CPR/motion artifact contributed to the false detection. The response buttons were pressed after the final treatment was delivered. The response buttons functioned appropriately. The patient remained in asystole until the device was shutdown at 13:01:31.